Event description:
It was reported that the patient presented in the emergency room. It was noted that the implantable cardioverter defibrillator (ICD) had an unspecified interrogation issue. The patient was asymptomatic with respect to this anomaly. The ICD was interrogated successfully afterwards with no complications using inductive telemetry. The patient left in stable condition.